Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation ; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported by a patient that during an interventional procedure, a cardiac arrest occurred. Follow up with the physician indicated that a 6 fr expo guide catheter was used in the procedure and advanced via the patient's "groin vessel". Contrast was "shot into the right coronary" and the patient experienced ventricular fibrillation. The patient was shocked at 200 joules and heart rhythm returned to normal. No further patient injuries or complications were reported. The patient condition is reported as "fine."